Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient side. There was no report of patient injury.

Manufacturer narrative:
Device manufacturer date: 12/20/2013. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A distributor engineer was dispatched to the facility to investigate and traced the issue to dirty temperature sensors. To resolve the issue, a disinfection procedure was carried out and the temperature sensors were cleaned. No further issues were noted and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.